Event description:
The hcp initially reported that the patient was experiencing "diminishing results" despite increase in dose and troubleshooting was being considered. Further report by hcp indicates that the patient has noted various symptoms including diaphoresis, tinnitus, increasing pain and spasms, urinary retention and hesitancy. Pump interrogation and aspiration of reservoir revealed no volume discrepancy. The side access port was aspirated and a bolus given of lioresal 404 mcg over 13 minutes; the patient tolerated this well. The patient's daily dose is 567. 1 mcg/day. The hcp concluded that the "pump is working correctly. Catheter is patent". The patient was referred for further work-up regarding symptoms.